Manufacturer narrative:
An event of unspecified structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve has been implanted for 7 years.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2018, calcification was noted. On (B)(6) 2018, the patient underwent a valve in valve procedure with a 23mm medtronic evolut r valve due to unspecified structural valve deterioration of the 7 year old trifecta valve. ((B)(4) trifecta durability study, clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of unspecified structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. Three short clips of echocardiograms were received from the field, which appeared to show a calcified prosthesis, severe aortic regurgitation and then resolution post tavi. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve has been implanted for 7 years.